Manufacturer narrative:
This report is submitted on may 30, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced skin overgrowth at the implant site and device non use. Subsequently, the patient underwent revision surgery under a general anaesthetic on (B)(6) 2018. During the procedure the excess skin was excised. The implanted device remains.